Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (pod pc). During the procedure, after advancing a 30 centimeters pod pc into the target vessel using a lantern delivery microcatheter (lantern), the physician noticed the coil was too large for the vessel. Therefore, the pod pc was removed. The physician then attempted to advance a new 5 centimeters pod pc; however, the pod pc was unable to advance into the hub of the microcatheter. Therefore, the physician removed the pod pc. The procedure was completed using a new ruby coil with the same microcatheter. There was no report of an adverse effect to the patient.